Event description:
During preventative maintenance of the device, the user reported the heart lung console batteries would not charge. No other details regarding the nature of the event were provided. The heart lung console was originally returned for a pressure module malfunction. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.